Event description:
It was reported that the intellivue mx800 patient monitor had a speaker failure. Itis unknown if there was still sound coming from the device. The device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue mx800 patient monitor had a speaker failure. The device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.